Event description:
It was reported the distal tip of the guidewire detached upon removal during a biopsy aspiration procedure in the patient's psoas muscle. The detached wire segment was retrieved without incident during a scheduled surgical procedure. The patient experienced no sequlae from this event. Follow up could not confirm if resistance was encountered during this procedure. User technique and/or patient anatomy may have contributed to this event. However, without evaluating the device co is unable to determine the exact cause for this event. Co directions for use state: "advancement and/or withdrawal of .018/.038" wires should be smooth and without resistance. Do not use excessive force. If resistance is felt, carefully remove wire(s) and system as a unit>'